Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
The device was not returned to edwards for evaluation. The device history record (DHR) was unable to be reviewed as the device serial number is unknown. Based on the information received the cause of the event cannot be determined. If additional information is received a supplemental MDR will be submitted. No further corrective or preventative actions are required at this time. Edwards lifesciences will continue to monitor all reported events.

Event description:
During a session of the 4th wetlab of avr with edwards intuity elite valve system, the following event was identified: 2 failures of prosthesis which required redo surgery after an unknown implant duration.